Event description:
At the beginning 1228 of a hysteroscopy procedure to resect large fibroids, the patient experienced atrial fibrillation. It was reported that the fluid manager showed a deficit of 2500 ml. The procedure was stopped at 1500 and taken to pacu for cardiology consult. The patient was sent to ICU for the night and given diuretics with 2700 of output. The patient was discharged (B)(6) 2009.

Manufacturer narrative:
Model. There are two different components that make up the fluid manager system and each component has the same serial #. There is the (B)(4) fluid manager pump and the (B)(4) fluid manager scale/stand. Both of these components together make the complete instrument of (B)(4) - fluid manager system. Evaluation summary - (B)(4) - fluid manager system - (B)(4). The fluid manager system was functionally tested within (B)(6) medical facility (B)(6) 2009. The bio-medical engineer from the end user facility brought the unit to our facility and was present for the test and recalibration demonstration. The unit was found to be within operational specifications and was in fine operational condition. There were no adjustments required. The unit was released to the customer. Cause: no conclusion can be drawn. It is unlikely that the fluid manager contributed to the event.